Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was visually inspected upon receipt with no anomaly noted. The unit was then rinsed and dried, and the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure. It was confirmed to meet the factory's specifications, with no anomalies. The manufacturing and incoming inspection records were reviewed with no anomaly found. The evaluation of the returned sample was found to meet the factory's specifications; therefore, the root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 6, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator did not oxygenate. It is unknown if the product was changed out, if the surgery was completed, whether there was a delay in the procedure, and if there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility.